Event description:
It was reported that t2 did not deployed. There was no delay or patient injury reported.

Manufacturer narrative:
The blue split cannula was returned. The white depth limiter was returned untrimmed. T1 and t2 were returned. T1 had been previously freed from the needle tip. T2 was found situated at the tip of the delivery needle and partial suture remained inside the track. Visual inspection confirmed that the needle was straight and showed no damage. Functional evaluation confirmed that the manual advancement lever was fully advanced. T2 was successfully manually stripped off the needle tip with a gentle tug on the suture. This is the intended use for this product. No mechanical failure was found for the device returned. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.